Manufacturer narrative:
During the investigation and servicing of the autopulse platform (sn (B)(6)), functional testing failed with "system error, out of service, revert to manual CPR." The apvision3 software identified system error 139 (unable to hold compression position). The root cause of the system error was the brake gap being stuck in the closed position, caused by corrosion in the brake housing area, likely due to humidity and the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in september 2014 and is over 10 years old. The storage condition of the platform is unknown; however, the customer is located in missouri, which is a humid state. The platform had been stored and unused for quite a while; thus, regular daily checks were not performed. Conducting daily device checks and storing the device in a low-humidity environment will help reduce the likelihood of corrosive damage to the drivetrain motor and prevent the brake gap from corroding and seizing. To resolve the issue, an open case system test was conducted for 15 minutes, during which the brake housing was continuously sprayed with ipa (isopropyl alcohol) to remove excess rust while the motor was spinning. This process freed the stuck brake gap, which was then adjusted to meet the specified requirements. Following the service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).

Event description:
During the investigation and servicing of the autopulse platform (sn (B)(6) ), functional testing failed to "system error, out of service, revert to manual CPR." No patient involvement.